Manufacturer narrative:
2/18/1998- supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. Device not received for evaluation.

Event description:
The device was used during a nephroyeloplasty procedure. Reportedly, the suture tore at the knots. No pt injury reported.